Manufacturer narrative:
The device was not returned to edwards for evaluation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A definitive root cause could not be determined; however, it is likely that procedural factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23mm aortic valve was implanted removed due to seating issues and possible coronary ostia occlusion. An aortic root enlargement was performed using a modified manougian technique and bovine pericardium and a 23mm aortic valve was successfully implanted. There was an extremely prolonged weaning from bypass as echocardiogram revealed a stunned left ventricle with a functioning aortic valve. The patient required significant inotropic support so the patient was placed on va ECMO due to cardiogenic shock. Hemostasis was verified and the chest was closed. The patient was transferred to the cvicu in critical condition. He had some post-op af which was treated with amiodarone and converted back to nsr. ECMO was discontinued on postoperative day two. Echo revealed excellent left ventricular function. He recovered and was discharged home on pod #8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.